Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom technical support on behalf of patient's mother on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue. Territory business manager did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.